Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): p1501dr ipg, implanted : (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had elevated counts from the sensing integrity counter (sic) over the previous five months. No changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.